Event description:
It was reported that the pump had read red screen 41786. There was no patient injury. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was not review due to a malfunctioning printed wiring assembly. The device was visually inspected and there was a lifted downstream occlusion seal. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the downstream occlusion seal and printed wiring assembly were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.